Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent system was used during a colonic stenting procedure on (B)(6), 2011. According to the complainant, the patient had a stricture within the sigmoid colon due to a malignancy. The anatomy was not noted to be tortuous. During the procedure, approximately 90% of the stent was deployed from the delivery system. However, the stent failed to completely deploy. The stent was removed from the patient partially deployed. No visible issues were noted with the device. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. An initial examination found that the device was returned in two sections. The stent was partially deployed on the delivery system. The outer sheath was severed, kinked, and accordioned. The stainless steel shaft was bent and the distal handle was detached from the outer sheath. The inner shaft was removed from the proximal section of the outer sheath. The inner shaft was also severed; the location of the cut was consistent with the cut of the outer sheath. Examination of the stent found no anomalies. The condition of the returned device was consistent with the complaint incident. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Therefore, the sheath and shaft damage are likely due to procedural/anatomical factors and the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified batch. From the information available, this device was used per the directions for use (dfu) / product label.